Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device and the olympus video system center otv-s300 which used in combination with the device during the procedure were returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the subject device confirmed following: the device was used in combination with the otv-s300, but the reported event wasn¿t reproduced. There was no damage on the device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, the reported event possibly occurred due to an accidental conduction failure such as attaching the foreign material on an electrical contact.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic cholecystectomy, the scope communication errors e216 and e226 occurred and the endoscopic image of the subject device was disappeared. The user replaced the subject device to the videoscope and completed the procedure. There was no report of patient injury associated with the event.